Event description:
Customer reported the system is not saving images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found system not saving images on hard drive. Reformatted the system hard drive and no bad sectors were found. Reloaded the system software and calibration files. Secured the high voltage cable. The hardware on the collar had come lose allowing boot to back off of seat and expose cables. Boot is now secure with no cables showing. System is also saving images properly.